Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon applied the clip to the cystic duct, the clip did not close fully on maximum pressure from the surgeon. The clip fell off. On the second attempt, the clip scissored and also came off. This happened intermittently. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the additional information was requested and the following was obtained: have all complaints been reported as form reads "dr. Reported that he had problems with the clip appliers before and the same happened as reported now.¿? If complaints have been reported, please reply with the product issue numbers. If complaints have not been reported, please submit complaints immediately. The doctor does not have specific patient names or dates, but he reported it to an ex-employee who did not follow it through. No product complaint was handed in from the hospital either. I cannot give you any more data. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eleven scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.